Event description:
It was reported that after the bariatric procedure with an enseal device and a competitive stapler that that evening the physician received a call that the patient had to be operated on again due to bleeding. No other information could be provided.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what are the details of the initial surgical procedure? Bariatric procedure in which surgeon used enseal and signia stapler. What anatomical structures was the device was used on in the initial procedure? Stomach. Were there any hemostasis difficulties during initial procedure with enseal device? Unsure. Was the device latched for each firing during the original procedure? Unsure. Was the end tone heard for every firing during the original procedure? Unsure. Were there any generator alert screens during the original procedure? Unsure. How was the bleeding identified post-op? Surgeon was notified of re-operation at a difficult facility. What was identified in the re-op? Unsure. Was the site of the bleeding identified and was the device used there? Unsure. What was the source of the bleeding? Unsure. How was bleeding addressed? Unsure. Were any blood products given to the patient? Unsure. What is the patient's current status? Patient is stable. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.